Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient has invalid impedance and therapy has been lost with the cervical system. Surgical intervention may take place at a later date to address the issue.